Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported display issue was due to a component failure in the main circuit board while the start up issue was due to a software corruption issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was black and the device occasionally did not start up. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was black and the device occasionally did not start up. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device display was black and the device occasionally did not start up. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs could not confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).